Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient has not gotten much pain relief. The patient has more pain with burning around the pump. The patient wants the pump taken out as it had almost cost them their life.